Event description:
It was reported to philips that the x-ray stopped working when the c-arm was in the right anterior oblique (rao) position. The system was in clinical use at the time of the reported event. No harm was reported to philips.